Event description:
On 3/24/99 at approx 9:10pm our fire alarm system was triggered due to excessive smoke given off by an oxygen concentrator that had malfunctioned. The plastic housing was melting due to a faulty internal capacitor.